Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. The surgeon aplied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.